Event description:
It was reported that during the implant procedure, the right ventricular lead had positioning/fixation difficulties and the helix mechanism failed to redeploy while repositioning the lead. The lead was removed and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism and there was a tip seal observation.